Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the ra lead was deactivated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the ra lead was capped and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high thresholds and high impedance were noted on the right atrial (ra) lead with possible lead fracture. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the atrial lead was pacing in the ventricle.